Event description:
This event involved a biventricular vad patient that was implanted with heartware lvad ((B)(4)) and rvad ((B)(4)), and during the surgical procedure began experiencing high flows and high watts several minutes after rvad ((B)(4)) was implanted into the patient. Flows and watts continued to remain elevated while the patient was taken to get his chest closed. Four days later the patient began exhibiting signs and symptoms related to hemolysis, including increasing ldh and dark urine. He also reported hearing more than twenty-five high watt alarms for a period of about twenty-four hours; with the alarms being silenced every hour. At this time he was using his primary controller ((B)(4)). This was followed by controller fault alarms beginning the early the next morning. The patient's controller was emergently exchanged by hospital staff to his back-up controller ((B)(4)). The back-up controller initially operated within normal parameters but, within five minutes was reported to show power and flow readings outside normal operating parameters. This was followed again by high watt alarms. The patient was placed on an intravenous heparin drip and continued to be monitored closely by the medical team. Sometime after initiation of the heparin infusion, the pump rvad ((B)(4)) was reported to have stopped. The medical team was not considering exchange at this time, because they wanted to limit further surgical intervention to the patient. The driveline cable for rvad ((B)(4)) was cut and the pump was never restarted. There have been no further reports of alarms and or clinical signs/symptoms of hemolysis. The patient was last reported by the clinical specialist to be doing better.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this bivad patient began experiencing high watt alarms on his rvad after implantation. Patient received treatment for suspected thrombus; however, rvad kept having high watts and was reported to have stopped. Pump exchange was not considered to limit surgical intervention. The driveline cable for the rvad pump was cut and the pump was never restarted. No more alarms were observed and the patient was last reported to be doing better with continued support of the lvad. Both hvads and the controller ((B)(4)) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed power consumption and estimated flow outside the normal operating range starting on (B)(6) 2014 for the rvad ((B)(4)). Log files for lvad ((B)(4)) revealed parameters within the normal operating range. A possible root cause of the reported high power event may be attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.